Manufacturer narrative:
The report from the field indicated the following: during an embolization procedure on a male pt, the coil would not re-zip. The target lesion/vessel was the internal carotid artery (ica). The microcatheter used was the prowler 14. There was no pt injury. No add'l info is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Add'l info will be submitted within 30 days upon receipt.

Event description:
Coil re-zipping difficulty.